Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a cerebral angiogram diagnostic procedure using a 5f sheath. Reportedly, the footplate (wings) failed to retract, and the device was difficult to remove. The safety release mechanism was not used to release the vessel locator wings. The device was removed against resistance, however; no vessel damage was noted. Manual compression was applied to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty opening and closing the vessel locator wings was confirmed. Difficult to remove the device from the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Additionally, it was noted that the j-hook of the release rod was separated and not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The safety release mechanism (access ports) was not used to remove the device. The electronic starclose instructions for use (eifu), states: retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release in the direction of the arrow on the device to collapse the locator wings. The locator wings are fully collapsed when the number ¿2¿ on the plunger exits the number window completely. In this case, due to the j-hook separation, failure to use the safety release would not have contributed to the issue. In addition, the device was removed against resistance. It should be noted that the eifu, states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device which may necessitate interventional and/or surgical removal of the device and vessel repair. In this case the device withdrawal against resistance was determined due to operational circumstance. The observed release rod j-hook separation was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to previously filed report, additional clarification was provided:reportedly, the starclose se clip was deployed; however, the footplate (wings) failed to retract, and the device was difficult to remove. The safety release mechanisms were not used to release the vessel locator wings. The device was removed against resistance, however; no vessel damage was noted. Hemostasis was not achieved with the clip. Manual compression was applied to achieve hemostasis. No additional information was provided.